Event description:
It was reported that the device did not reach the expected longevity. It was also reported that the device was at elective replacement indicator (eri.) The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was battery depletion indicated and elective replacement indicator. Recommended replacement time (rrt) in save to disk on (B)(6) 2012 device rrt<=2.62 volt. The weekly battery voltage trend data shows battery=2.64 to 2.62 volts between (B)(6) 2012. There were 4 - patient alerts for low battery voltage between (B)(6) 2012 02:15:00 and (B)(6) 2012 02:15:04. The device was returned, analyzed and analysis revealed that the device did not meet expected longevity, the cause is unknown. It was noted that the device meets 80% of the expected longevity.